Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.

Event description:
It was reported that endoscope fogged up during use in surgery. No patient complications were associated with the event.